Event description:
Related manufacturer reference number: 2017865-2021-36008, 2017865-2021-36007. It was reported the patient presented in clinic with abdominal discomfort. It was found the patient had cardiac perforation of the atrial and right ventricular leads and pericardial effusion. The leads were tested and found to have normal electrical function. The leads were repositioned on (B)(6) 2021 without issue. Cultures taken a few days post procedure showed the patient had a pocket infection, so the pacemaker system was explanted without issue. The patient was stable throughout.

Event description:
New information received indicated CT imaging and ultrasound were used to confirm dislodgement.